Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported issue was duplicated, the alarm loudness was at level 1. No damage was found on the speaker. The speaker was replaced for preventative maintenance and the volume was set to level 2. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a system failure: primary audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.